Event description:
It was reported that patient underwent ankle fusion procedure on an unknown date. Subsequent radiographs taken revealed that a screw is fractured. A revision procedure to remove and replace the screw had been planned but was cancelled. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay the planned revision was canceled, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent ankle fusion procedure on an unknown date. Subsequent radiographs taken revealed that a screw is fractured. A revision procedure to remove and replace the screw is planned for (B)(6) 2013. No further information has been provided to date.

Event description:
It was reported that patient underwent ankle fusion procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a screw fracture. The nail and distal screw were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. A revision procedure is scheduled for (B)(6) 2013. A follow up report to provide details of the revision procedure will be sent to the FDA once the revision procedure has taken place.